Event description:
Reportable based on analysis completed (B)(6) 2012. It was reported that during percutaneous coronary intervention, the device was unable to cross the lesion. The 2.5x22mm 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. The 2.5x15mm maverick 2 balloon was advanced, but was unable to cross the lesion. The procedure was completed with a 1.5x15mm maverick 2. There were no patient complications reported and the patient status is stable. However; returned device analysis revealed a shaft fracture.

Manufacturer narrative:
Device evaluated by manufacturer - the device was received in two sections due to a break in the hypotube. The break was located at 89.3cm distal to the strain relief. Both sections of the hypotube were kinked at various locations along their lengths. It is noted that the break and kinks that were present are consistent with excessive force having been applied to the shaft, possibly during the physician's failed attempts to cross the lesion. No issues with the profiles of the balloon and tip sections of this device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).